Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported during surgery that a 38mm pilot tip reamer jammed and the pilot tip snapped. All pieces were removed from the patient. There was no surgical delay. The case proceeded without complications and a good outcome for the patient. Patient was last known to be in stable condition following the event. Image received. The device is available for evaluation.

Manufacturer narrative:
H3: the broken device returned was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. Section d: corrected catalog number and lot number; h6: corrected component code, type of investigation, investigation findings, investigation conclusions.